Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced pain at the implantable neurostimulator site and new pain unrelated to baseline following a vehicular accident where the implantable pulse generator (ipg) was caught on a seatbelt.the patient¿s device became loosened in her pocket as a result of a vehicular accident. The ipg did not rest in the same position as before, and it was suspected that a suture from the implant had likely broken. A device revision was performed, and the ipg was successfully repositioned. No patient complications have been reported as a result of this event.